Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioflex meter was displaying an ¿error 4¿ message. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2018 at 10.30pm, his verioflex meter would display an ¿error 4¿ message and he was unable to obtain a blood glucose reading. The patient stated that he manages his diabetes with self-adjusted insulin (unspecified type) and explained that he did not take any action in response to the alleged product issue. The patient advised the csr that he experienced symptoms of ¿sweating, coldness and shaking¿ approximately twenty minutes after the product issue. He denied receiving any treatment for his symptoms above or beyond the usual routine of diabetes care and management. At the time of troubleshooting the csr confirmed that the meter was not being used for the first time and that the patient was following the correct testing procedure. The csr also noted that the test strip drew in the sample, that the test strips were stored correctly and are within expiry. The csr walked the patient through a retest and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after he was unable to obtain a blood glucose reading because of the alleged issue.